Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a helix anchor inserter broke off in the anchor and remains there in buried in the bone. The fragment was not able to be retrieved; however, the procedure was concluded successfully without further incident or harm to the patient. Facility discarded the complaint device.

Manufacturer narrative:
Mitek is at this point in time in the investigative mode. The evaluation's conclusions will be the subject of the follow-up report.